Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# i0887, mfd. 01/29/14, exp. 2019-01-29, gtin (B)(4). 2nd (inferior): ifuse implant, p/n 7035-90, lot# i0858, mfd. 12/16/13, exp. 2018-12-16, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where two implants were placed. The patient later complained of a recurrence of pain in 2018. A different surgeon determined pseudoarthrosis of the si joint and that the implants were too short in length. In (B)(6) 2018, the surgeon performed a revision surgery where he removed both implants using chisels and added new hardware to the si joint. The status of the patient following the revision procedure is not known.